Event description:
It was reported that the patient with this implantable lead experienced light-headedness due to possible lead dislodgement stating too much electricity is produced. This lead remains in service. No adverse patient effects were reported.